Event description:
It was reported that the right ventricular lead exhibited low impedance in the bipolar configuration. The ventricular polarity was changed to unipolar and the patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.